Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer shows symptoms of tired, frequent urination and nausea. The customer was treated for high blood glucose with injection. The customer's mother primed the pump and insulin exited without a problem. The customer's mother declined to further troubleshooting and will try the silhouette.